Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation paroxysmal atrial fibrillation procedure, a faradrive steerable sheath was selected for use. A pressure bag was used for the irrigation method of the sheath. It was noted that the sheath started pulling air after inserting the farawave catheter the first time. When aspirating the sheath air was drawn mixed with blood. The sheath was believed to be pulling air via the sheath valve. Thus, it was decided to replace the sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that both the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that during a pulmonary vein isolation paroxysmal atrial fibrillation procedure, a faradrive steerable sheath was selected for use. A pressure bag was used for the irrigation method of the sheath. It was noted that the sheath started pulling air after inserting the farawave catheter the first time. When aspirating the sheath air was drawn mixed with blood. The sheath was believed to be pulling air via the sheath valve. Thus, it was decided to replace the sheath, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.